Manufacturer narrative:
(B)(4). A functional leak test was performed per amrq-000017 section 7.5 rev. 10, using the returned catheter and a lab inventory snaplock assembly with the lab leak tester. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. A leak was detected coming from the same location where the catheter has a hole at 13.3cm from the distal end, which was revealed during the visual inspection. No other leaks were detected. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate unintentional user error caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on evaluation of the sample received. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 13.3cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
It was reported that on 30 october 2022 in the maternity department, the catheter had a hole about 5 cm from the end on the puncture point side and leaked. This issue was observed after the insertion of the device when checking that it was working properly. The device was removed. Incident with no consequence.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on 30 october 2022 in the maternity department, the catheter had a hole about 5 cm from the end on the puncture point side and leaked. This issue was observed after the insertion of the device when checking that it was working properly. The device was removed. Incident with no consequence.